Event description:
It was reported that there was a medical or therapy problem. While stimulation was turned off, the pt felt stimulation for 3-4 hours. The tingling was felt in the pt's fingers as well. The pt saw his physician and asked that his entire spinal cord stimulation (scs) system be explanted. The generator was in the pt's back, near a previous surgical site, and the pt was fairly slender. The pt said that the generator was bumping his kidney and the rod in his back, and the discomfort only made his pain worse. The pt also said that although he's had pretty good coverage since implant, he's wanted the system out since four months after implant. Recently (about 4 days ago) when he turned his system off, his hands and feet felt like pins and needles and his mouth began twitching. This had never happened before. The pt was also withdrawing from fentanyl at that time since, someone threw his duragesic patches away. It was attempted to explain that the mouth twitching and pins and needles feeling when the stimulator was off didn't come from the stimulator, but he didn't seem to accept or understand that. The system was explanted.

Manufacturer narrative:
(B) (4).